Event description:
It was reported that air bubbles were observed within the cartridge. The customer¿s blood glucose (bg) level that was displayed as "high", although specific value was not provided. Customer addressed elevated bg by a correction bolus via the pump and a site change. Customer performed a supply change to address the issue.